Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2026. On (B)(6) 2026, at approximately 8:30 a.m., the patient¿s cgm displayed a glucose value of 86 mg/dl with an upward trend. The patient self-administered 3 units of insulin to cover a cup of coffee with creamer. Despite this dose, the patient reported that his cgm glucose values continued to rise. By 9:00 a.m., the patient administered an additional insulin dose (amount unspecified). Approximately 15 minutes later, the cgm reading was 89 mg/dl with double arrows trending downward. Five minutes after that, the cgm read 90 mg/dl with a single downward-angled arrow. The patient stated that despite multiple boluses delivered through his insulin pump (brand not specified), his cgm glucose values did not decrease as expected. He confirmed that his insulin pump was functioning properly and delivering insulin without issue. The patient reported a preference to avoid glucose levels above 140 mg/dl and stated that his a1c is 5.2%. He also noted that he prefers to keep his glucose level below 110 mg/dl when possible. Between approximately 11:30 a.m. And 11:45 a.m., while riding in the car with his wife on the way to a subway restaurant, the patient experienced a sudden loss of consciousness lasting about five minutes. He regained consciousness in a hospital parking lot after his wife drove him there immediately following the event. No cgm or blood glucose meter readings were available at the time of the episode. The patient¿s wife administered glucose tablets as treatment. The patient did not seek evaluation or treatment from medical personnel. At the time of reporting on the same day, the patient stated he was feeling ¿fine.¿ his cgm was reading 186 mg/dl, while a blood glucose meter reading showed 106 mg/dl. The patient subsequently replaced his cgm sensor. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.